Event description:
Report received of a pump being returned from clinical service with an unsigned note that the "pt line occluded". During performance verification testing, the pump was reported to over-deliver. There was no tracking info (pt, nurse, location) available. There was no reported adverse pt event while the device was in use with a pt. Though requested, there was no further info available.